Event description:
It was reported that the surgeon inserted cc4204bf collamer plate lens before discovering the posterior chamber was torn. The lens was removed and an acl was implanted without further incident. This facility does not use staar's phacoemulsification equipment. The reporter stated, the incident was due to a pre-existing pt condition and not related to the product.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.